Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section d6a: if implanted, give date: not applicable as this is not an implantable device. Section d6b: if explanted, give date: not applicable as this is not an implantable device. Section e1: title, email address: unknown, information not provided. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by a surgeon that a patient who underwent an elita procedure subsequently developed mild diffuse lamellar keratitis (dlk) in the right eye (od). The patient was prescribed a steroid regimen, and their post-operative vision in the right eye was documented as 6/9, compared to their pre-operative vision of 6/6. No further information is available.